Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Something fell off...brush fell apart and the square part fell off - oral-b [device breakage] . Case narrative: 77 year old male consumer via phone stated that something fell off of the oral-b toothbrush refill and he almost swallowed it. The oral-b toothbrush refill fell apart and the square part fell off. No injury was reported.